Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. The customer removed and reinserted the battery but alarm comes back. Customer stated that the device was on his side and buttons might have been pressed against something. Blood glucose value was 6.8 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent escape and act button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.